Event description:
(B)(4). After essure was inserted I had pain that I expected, but the pain continues. I have pain when I cough, sneeze, bend, intercourse (during and after) and increased severity of cramps during my period. I was diagnosed with menorrhagia (excessive bleeding) during my periods since essure was placed. My dr. States its from not being on the pill, I disagree. These mentrual cycles post essure are horrific. I have four children when I was off the birth control pill prior the periods were nowhere near the volume of these post essure periods. I have had boils that pop up and last a month or more regularly.